Manufacturer narrative:
(H3) the investigation into the reported limb ischemia and vascular damage has completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that there were over 8,000 occurrences of the "impella position unknown" alarms observed in the data logs. There were no other abnormalities observed in the logs. The patient was noted to be negative 5l post diuresis the day before. The patient's labs showed that the patient hemolyzed several times. In those labs that were taken are ldh and pfhgb. The results were not known but the impella was explanted the following day. The root cause of the suspected hemolysis is most likely due to improper positioning. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 34-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient was noted to be net negative five liters post diuresis. The patient's labs hemolyzed sever times. Several labs were obtained, including ldh and pfhgb. Results are not known, but the patient underwent impella explant.